Manufacturer narrative:
(B)(4).

Event description:
It was reported "failure to zero". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported due to this reported issue. The customer later reported that the patient is deceased. The patient's cause of death was reported by the customer as "acute hypoxic respiratory failure and cardiogenic shock secondary to stemi". The customer also reported "the patient was made a dnr and palliative care consulted prior to death".

Manufacturer narrative:
(B)(4) the serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8fr fiberoptix ultra (sc) intra-aortic balloon catheter (iabc) without the original packaging. The sample was returned in the ups shipping box and was in a sealed bio-hazard bag. Upon return, the one-way valve was connected and tethered to the short driveline tubing. The bladder was fully unwrapped. Multiple bends to the iabc central lumen were noted at approximately 23.8cm, 40cm, 45cm and 54.3cm from the iabc distal tip. A kink to the iabc central lumen was noted at approximately 72.5cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway. No other visual damage or abnor-malities were noted to the returned sample. The fos (sc) connector was examined. The fos white connector was properly seated in the blue clamshell housing. The center post of the fos was cen-tered. The blue clamshell housing was examined, and no abnormalities were noted. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The fos (sc) connector was connected to the iabp and the iabp zeroed the iabc. The pump status displayed "ok" indicating the fiber is fully intact. The iabc central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormal-ities or debris were noted. The iabc was leak tested in accordance with testing methods from manu-facturing procedure. An external leak was immediately detected from the yellow fos cable and strain relief (blue shrink tube). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. Resistance was noted at approximately 24cm and 54.5cm from the iabc distal tip, which are the locations of the previously noted bends. Then the guidewire could not advance at approximately 72.6cm from the iabc distal tip, which is the location of the pre-viously noted kink. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 9.3cm from the iabc luer, which is the loca-tion of the previously noted kink. No blood or debris was noted. A device history record (DHR) re-view was conducted for the lot number with no relevant findings. The device passed all manufactur-ing specifications prior to release. The reported complaint that "failure to zero" is not confirmed. During the investigation, the fos connection of the returned iab catheter was intact and functional. The returned device passed visual and functional test specifications for the fos related issue. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.

Event description:
It was reported "failure to zero". Additional information states that the iab catheter was removed and replaced. No patient injury or consequence reported due to this reported issue. The customer later reported that the patient is deceased. The patient's cause of death was reported by the customer as "acute hypoxic respiratory failure and cardiogenic shock secondary to stemi". The customer also reported "the patient was made a dnr and palliative care consulted prior to death".